Event description:
Patient was undergoing diagnostic arthroscopy of the left knee. Arthrex opes aspirating ablator abruptly stopped working. A replacement ablator was obtained (same manufacturer and item number). The procedure was successfully completed with replacement device. No adverse event occurred and no patient complications secondary to device failure. There was a slight delay in finishing the procedure while the replacement product was obtained from stock.====================== health professional's impression======================device failure due to unknown cause.====================== manufacturer response for arthroscopic aspirating ablator, arthrex opes asppirating ablator======================manufacturer will send call tag to have product picked up. Product is awaiting pick-up.